Event description:
It was reported that a patient underwent breast reconstruction surgery on an unknown date and a topical skin adhesive was used. The surgeon reported severe dermatitis. The patient received unspecified treatment. Additional information has been requested.

Manufacturer narrative:
It was reported that a patient underwent removal of bilateral gel silicone breast prosthesis and reconstruction using "diep" free flap on (B)(6) 2013 and a topical skin adhesive was used. A tegaderm dressing was applied over the incision. On (B)(6) 2013, the surgeon reported that the patient experienced severe dermatitis with some tissue necrosis. The reaction was extensive including bulla formation, redness all along the lower abdomen with full thickness mastectomy flap skin necrosis. The patient was admitted to the hospital for IV antibiotic therapy. On (B)(6) 2013, the diagnosis of pyoderma gangrenosum was made. Her cultures were negative so the IV vancomycin and zosyn were discontinued. Because of the open abdominal wound it was recommended that she stay on oral antibiotics even though the cultures were negative.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.